Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency room due to diabetic keto acidosis. The customer¿s blood glucose level was unknown. Customer also stated they received alert on high. The insulin pump will not be returned for analysis.